Event description:
It was reported that this right ventricular (rv) epicardial lead was suspected to be fractured. Pace impedance was >9,000 ohms. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: adsr01 implantable pulse generator (ipg), implanted: (B)(6) 2012. (B)(4).